Event description:
It was reported that the patient was in surgery for a normal device upgrade. The surgeon opened the pocket and noticed externalized conductors on the rva lead. There were no electrical anomalies. The lead was explanted without complications. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A complete lead was returned for analysis in two segments. The connector piece measuring 6.8 cm and the distal piece measuring 43.1 cm. External insulation abrasion was noted at 35.1 cm to 38.5 cm and 38.8 cm to 39.0 cm from the distal tip consistent with lead friction to ICD can. The etfe coating was intact at 38.8 cm to 39.0 cm. Other damages found were sustained during the surgical procedure.

Manufacturer narrative:
Final analysis concluded that external insulation abrasion and explant damage breaching non-functional cables lumen was at 35.1 cm to 38.5 cm from distal tip. The non-functional cables etfe coating and the ptfe liner were damaged in one abrasion region consistent with explant process. Lead-to-can external insulation abrasion breaching non-functional cables lumen was noted at 38.8 cm to 39.0 cm from the distal tip. The non-functional cables etfe coating was intact and the inner coil was not exposed in this abrasion region.